Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the battery was manufactured in accordance with mfg and qa specifications. The battery was shipped to the customer on (B)(6) 2020. The reported event of a charging issue regarding the 14v battery was confirmed. The returned 14-volt battery (serial number (B)(4)) was functionally tested, and charged up to approximately 70-80% (4 out of 5 leds lit) before the test ubc displayed a red light with an error code indicating an issue with the battery¿s relative state of charge (rsoc). The battery was also tested with a test system controller and battery clips, and the test controller alarmed with a connect power alarm correlating to the returned battery. The battery¿s voltage and rsoc were measured. The battery¿s voltage was typical, however, the rsoc was atypically high (~5.1 volts). The 14-volt battery was opened, and inspected at a component level. Solder bridge was observed on the battery¿s pcb, shorting two components together. The solder bridge was removed, and the battery was tested again. The ubc error and the connect power alarms were unable to be reproduced after the solder bridge was remove, and the battery charged to 100% without issue. The root cause of the reported charging issue was the solder bridge within the battery, shorting two components together. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿, and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The universal battery charger instructions for use (IFU) instructs users how to respond to battery-related error messages viewed from the ubc¿s display screen, including issues related to charging problems. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the batteries would not charge. Troubleshooting was attempted, but did not solve the issue.